Manufacturer narrative:
One sample device was returned for investigation. The needle exhibited a kink 6cm from the proximal end. The exterior insulation was retracted so it was located approximately 1.4cm from the distal tip, which is 0.4cm greater retraction than manufactured. The edge of the retracted insulation was no longer smooth but appeared rough/damaged and/or possibly melted. Information form this incident will be included in our product complaint and MDR trending reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a follow-up report.

Event description:
A cannula (18 gauge, 10cm) was used for a radiofrequency ablation procedure. During the procedure, it was observed that the insulation on the distal end of the needle was missing. Consequently, the metallic part of the needle was exposed by an additional 0.4cm approximately. It is unclear whether the insulating material from the needle went missing prior to the beginning of the procedure or during the procedure. Please note that kimberly-clark healthcare owns this product line, and have reported an MDR for this incident under manufacturer report number: 1033422-2014-00019.